Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient had an obtuse marginal (om1) coronary artery perforation. As treatment, a 2.8x16mm graftmaster stent delivery system was advanced, however, failed to cross the lesion due to the patient's anatomy. The perforation was ultimately sealed using a balloon catheter. There was no clinically significant delay in the procedure and there were no adverse patient effects reported due to this failure to cross. On (B)(6) 2017, the patient expired due to cardiogenic shock. Reportedly, the graftmaster stent did not cause or contribute to complications or adverse events. No additional information was provided.